Event description:
It was reported that the patient was showing 11%-25% battery after being implanted for 2 years. The physician was concerned the battery was prematurely depleted. The device history record was reviewed and the device was found to be laser routed. The programming history was reviewed, and found that the device was prematurely depleted. No surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
Product analysis was completed on the generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. A visual assessment on the printed circuit board assembly, performed at the pa test bench, showed contaminates on the trimmed edge of the printed circuit board assembly (tab removed). An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. High impedance was seen in the device data, and has been reported previously under MFR report # 1644487-2018-01055. No additional or relevant information has been received to date.

Event description:
The generator was replaced prophylactically, and the generator has been received by livanova for analysis. Product analysis is underway but not completed to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: initial MDR inadvertently submitted the incorrect number.